Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. It was noted that the rotation speed was unstable and the adjustment of the knob does not work. No patient complications were reported.